Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Manufacturer narrative:
(B)(4). G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-02404, 0001822565-2023-02407 h3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure post implantation due to infection in knee. Attempts to obtain additional information have been made; however, no more is available at this time.